Event description:
The facility representative reported an infuso.r. Pump with a condition of "possible mpu board needs to be upgraded." It is unknown when the event occurred; however, it was identified in the "operating room" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "possible mpu board needs to be upgraded" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has previously been sent to baxter for service for the reported condition "possible mpu board needs to be upgraded".